Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #9014710. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub separated from the syringe with a relion® insulin syringe. This occurred during use on 3 separate occasions with batch 9014710 and 1 occurrence with an unknown batch number, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: reported needle hub separated from 3 syringes in the above lot. She has 2 to send in for evaluation. Occurrence dates unknown. Stated she had a second box with same issue, (needle hub separated) but lot is unknown. Same item. Occurrence date unknown. 1 syringe out of that box. Discarded sample from unknown lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9014710. Medical device expiration date: n/a. Device manufacture date: 2019-03-18. Medical device lot #: unknown. Medical device expiration date: n/a. Device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated from the syringe with a relion® insulin syringe. This occurred during use on 3 separate occasions with batch 9014710 and 1 occurrence with an unknown batch number, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: reported needle hub separated from 3 syringes in the above lot. She has 2 to send in for evaluation. Occurrence dates unknown. Stated she had a second box with same issue, (needle hub separated) but lot is unknown. Same item. Occurrence date unknown. 1 syringe out of that box. Discarded sample from unknown lot.